Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. Prior to the impella implant, the patient had a thrombectomy. The doctor was aware of the chance of clot ingestion from thrombus particles being dislodged. The impella rp flex was inserted and flows of 1.1 liters was achieved and then abruptly dropped to zero. The impella rp flex was removed. The clot was visualized in the cannula, and a new device was inserted without complication. The patients outcome was no harm.

Manufacturer narrative:
The product was not returned. Low pump flow and pump stop. The data logs show that the pump was attempted to be started and the motor current ramps up and it was ramping up for about 23 seconds but no flows were seen and there was spikes in motor current. The flows reach around 1.1 l per minute for about 10 seconds and then the motor current spikes to 30,000 and the pump stops triggering a high motor current pump stop alarm but no electrical alarms. Ps remained steady and no purge abnormalities. The clinical details state that there was a clot visualized in the cannula. However, due to lack of product returned the root cause of the low pump flow cannot be confirmed. The root cause of the pump stop cannot be confirmed. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions. ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency). ¿relevant laboratory test results, such as coagulation profiles and platelet counts ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). ¿medications or treatments that the patient was receiving at the time of thrombus formation. ¿surgical or procedural details if applicable (e.g, cardiac catheterization). ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.